Event description:
Caller states that she tested at 106mg/dl and ate some lettuce, hearts of palm and drank some coffee. She states that 10 minutes later she tested 239mg/dl, one minute later tested 106mg/dl and five minutes later tested 107mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.